Event description:
The manufacturer received information from a patient representative regarding an everflo device alleging the patient has passed away in a fire. The reported event is unclear as to an allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. There are conflicting accounts of whether the device was in use at time of death. Therefore, based on the information currently provided and available, the device cause and/or contribution to the reported event cannot currently be confirmed. A report will be filed with all applicable regulatory agencies. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received information from a patient representative regarding an everflo device alleging the patient has passed away in a fire. The reported event is unclear as to an allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. There are conflicting accounts of whether the device was in use at time of death. Therefore, based on the information currently provided and available, the device cause and/or contribution to the reported event cannot currently be confirmed. A report will be filed with all applicable regulatory agencies. The device has not yet been returned to the manufacturer for evaluation. Multiple good faith efforts have been made to obtain additional information, and the reporter has indicated the device will not be returning. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information from a patient representative regarding an everflo device alleging the patient has passed away in a fire. The reported event is unclear as to an allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. There are conflicting accounts of whether the device was in use at time of death. Therefore, based on the information currently provided and available, the device cause and/or contribution to the reported event cannot currently be confirmed. A report will be filed with all applicable regulatory agencies. The device has not yet been returned to the manufacturer for evaluation. Multiple good faith efforts have been made to obtain additional information, and the reporter has indicated the device will not be returning. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.